Event description:
It was reported that during a rectum procedure, the device cut but did not staple. Additional sutures were used to complete the procedure. There was no adverse consequence to the pt.